Manufacturer narrative:
(B)(4). The main printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and could not duplicate the reported complaint. The unit under test (uut) was placed into a test ventilator and tested. The system functioned as designed. A third party service provider replaced the main pcb.

Event description:
It was reported that during patient use, the ventilator generated a loud noise and ventilation stopped. The patient was removed from the ventilator, manually ventilated and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4).